Event description:
I had essure implanted in 2008 as my doctor recommended it to be the best. I was good till around 2016 then hair loss started, major bloating and weakness all the time. Went from that to adding some more issues to here we are now 2018 I have hair loss, bloating, weight gain, tiredness, undetermined menstrual cycles, abdominal and vaginal pain and things tasting funny. I am very miserable and still trying to find a doctor to help me remove something a doctor recommended.